Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and was defective on the small battery drive device. It was further determined that the controller was defective. It was further determined that the device failed pretest for check power with test bench; (motor type)re 25 = min. 50 to 80 w or re 28 = min. 40 to 65 w, check the function with epd-console, check compatibility between colibri/sbd and colibr ii/sbd ii, check the triggers and electronic control unit (ecu) function, check the oscillation angle, check switching function, check the off/osc/on switch mode function and check the attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.